Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 6x broke during use. Broken piece removed.

Manufacturer narrative:
Two reciproc files r25 8/100 21mm 025 were returned (one file in loose + one unused file). The file in loose was analyzed and no damage was noticed. The three involved files that broke during use were not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review. The unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Additional information was received indicating that the broken portion of the file was incorporated into the root canal filling instead of retrieved as initially reported.